Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent restart 38 alarms and occlusion alerts while using the ilet pump, and the user had been connecting the connector and tubing to the cartridge outside of the pump housing. No adverse clinical symptoms associated with interrupted insulin delivery consistent with an occlusion condition reported. Outcomes included user education and successful device recovery after a restart, without hospitalization. Customer care provided phone-based troubleshooting, device restart, and education on proper cartridge-to-connector assembly within the ilet. Investigation of this case revealed that improper setup outside the pump likely contributed to occlusions and consecutive stalled motor alarms, which resolved after restart and with corrective instruction. It was concluded, based on previously established findings for similar reports, that user setup error was the most likely cause.